Event description:
It was reported that a patient presented to clinic for follow up. The atrial lead exhibited noise over sensing resulting in false auto mode switch. The noise was able to be reproduced with upper body movement. No changes or interventions were performed. The patient was stable throughout.